Event description:
Information received with regarding the explanted device notes that the device was pacing at 45 ppm in voo mode and the device could not be interrogated. There were no consequences to the patient.